Event description:
Boston scientific crm received information that this ICD exhibited a monitoring voltage of 2.86 v. Premature battery depletion was alleged. The device belongs to the shortened replacement window (4/05/2007) advisory. A technical services (ts) consultant discussed the possible remaining longevity of the device and discussed that it did appear that the battery may not be depleting at a normal rate. They recommended performing a save to disk; however, the patient had already left the clinic. The save to disk would be performed at the patient's next follow up. Additional information was provided that the battery voltage had decreased to 2.66 at 29 months of implant. The clinician was not comfortable with the battery voltage and sent in a save to disk for further evaluation. A review of the memory disk revealed that the device was not affected by the srw advisory malfunction; however, the device did appear to be depleting slightly prematurely. Additional information was provided that the patient later reported hearing beep tones from the device, and the device was subsequently found to have reached elective replacement indicator (eri). The advisory and premature battery depletion were again questioned. Ts discussed replacement of the device. To date, there have been no reported adverse patient effects associated with this clinical observation. Additional information was provided that the device was explanted and returned for analysis.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.

Manufacturer narrative:
As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. The device is currently undergoing detailed analysis. This event will be updated upon completion of analysis.